Event description:
The pt received his scs system on (B)(6) 2011. It was reported the pt was getting an ipg battery low message. Follow up regarding this issue found the pt has stimulation. No other issues have been reported.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.